Manufacturer narrative:
H3: product analysis: it was observed that the outer tube was scratched, the internal lens was broken, and the image was unclear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred during endoscopic lumbar laminoplasty in a patient diagnosed with lumbar spinal canal stenosis. The setting was performed during the operation, and when it was projected on the monitor, it could not be seen at all. No external damage was visually observed, but when they looked into the unclean field, it felt like that the lens was cracked. Since the hospital had a standard scope, the scope was changed and the procedure proceeded. No patient symptom.